Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported issue, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31294. It was reported during wound dressing the nurse pulled the extensions with extensive force. As a result, the extensions were broken and affected therapy. In turn, surgical intervention took place on (B)(6) 2020 wherein the extensions were explanted and replaced with new extensions to address the issue. Reportedly, therapy has been confirmed post operatively.